Manufacturer narrative:
Device received with critical pump error 24 during rewind due to corroded motor home switch and corroded electronic assemblies. Unable to perform displacement test, self test, prime/seating, basic occlusion test, force sensor test, occlusion test, sleep current measurement, and active current measurement or verify pump error 41 or pump error 23 due to critical pump error 24.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received multiple pump error alarms. The customer¿s blood glucose level was 130 mg/dl at the time of incident and current blood glucose level was 180 mg/dl. Customer stated that the alarm was not cleared by pressing ok. Customer was unable to clear the pump error alarms, power loss alarm and program the insulin pump. The customer was advised that the insulin pump needed to be replaced and revert to the backup plan. The insulin pump will be returned for analysis.